Manufacturer narrative:
Additional product component: model number/catalog number: 7240453; serial number: null. Batch/lot number: 156060001. Model/catalog description: lgx preconnect ms 12cm ps iz.

Event description:
It was reported that the patient experienced the device not inflating due to a hole in the reservoir in the tubing hub with a inflatable penile prosthesis (ipp). The ipp cylinder, pump and reservoir were explanted and a 21 cm lgx ipp system was implanted. Should additional relevant details become available, a supplemental report will be submitted.